Event description:
It was reported that during a lead explant procedure, the pacemaker showed six and a half years remaining at the beginning. Once the lead was explanted, the device shows four and a half years remaining. Technical services (ts) confirmed that premature battery depletion (pbd) could not be ruled out. The clinical decision was left to the physician. The physician opted to explant and replaced the pacemaker. There were no additional adverse patient effects reported.

Event description:
It was reported that during a a lead explant procedure, the pacemaker showed six and a half years remaining at the beginning. Once the lead was explanted, the device shows four and a half years remaining. Technical services (ts) confirmed that premature battery depletion (pbd) could not be ruled out. The clinical decision was left to the physician. The physician opted to explant and replaced the pacemaker. There were no additional adverse patient effects reported.

Manufacturer narrative:
The returned accolade was analyzed, and an engineering-level longevity prediction calculation was completed to assess the rate of battery depletion. Given the programmed parameters and other data stored within the memory of the device, the results of this calculation indicated that the actual rate of battery depletion fell within an acceptable range. Next, a series of diagnostic tests were conducted that verified the performance of pacing, sensing, and recording functions. Having met the engineering longevity prediction, functionally passed all returned product testing, and with no further information to indicate a product performance issue, we have concluded that this device experienced normal battery depletion.